Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the housing needed to be replaced. It was also observed that the device failed the following pre-tests: check the function of quick saw blade coupling, check tool coupling, check the function of position ring and measure the oscillating frequency. Therefore, the reported condition was confirmed. The assignable root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The reporter clarified that two quick coupling devices were used with the oscillating saw attachment device in the same event. Therefore, the quick coupling device and the oscillating saw attachment device has been included in this event and added in the concomitant medical products section. Therefore, this report is event 3 of 3 of the same event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the oscillating saw attachment device was faulty during use on a patient. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.